Event description:
It was reported that during a coronary artery stenting procedure, the 2.25x15mm xience xpedition stent delivery system (sds) bent while advancing through a guide catheter. Upon removal of the sds, the hypotube separated 15-20 centimeters from the proximal edge. Both pieces were removed from the patients anatomy without further issues. The procedure was completed with another device. There were no reports of adverse patient sequela and no reported clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery systems (sds) was returned for analysis, the reported shaft separation was confirmed. Difficulty to position device with guiding catheter could not be tested due to the condition of the device. Based on a visual and dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.